Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate customer reported problem stating "continuous circuit fault alarms." Model palm top ventilator revel was powered on with a known good ac adapter, a known good lung and a known good circuit. The connected unit powered on and booted up with no abnormalities. Unit passed 63.5 hours of extended bench testing at customer's setting. Unit passed initial final test and passed initial alarm volume test with no alarm conditions or abnormalities. Service technician then performed circuit leak test ten times and unit passed ten times with no abnormalities. The main board was replaced as a pre-caution. Unit processed through service with no issues.

Event description:
The customer reported model palm top ventilator revel displayed continuous circuit fault alarms while connected to a patient. The patient desaturated during the event. The patient was removed from the ventilator and provided positive pressure ventilation via bag valve mask for the remainder of the transport. Upon further investigation, no further allegation of patient injury or harm was reported.